Event description:
Healthcare professional reported paradoxical hyperplasia (ph) on the flanks area on (B)(6) 2025 with their curve 150 applicator for a coolsculpting elite 2 months post treatment, and patient was treated on the following areas: side, back flanks and lower abdomen. Later healthcare professional reported "area of hyperplasia presents in hard, enlarged lumps".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.